Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr , donor 2 inr: 3.3 inr . Donor 1 hct: 43% , donor 2 hct: 48% . Testing results: donor #1: retention meter and master lot strips: 2.3 inr , retention meter and customer strips: 2.4 inr . Donor #2: retention meter and master lot strips: 3.3 inr , retention meter and customer strips: 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:45 a.m. The meter result was 5.7 inr and right after the meter result was 5.9 inr. The patient took 1 drop of vitamin-k and measured again 1 hour later, at approximately 11:00 a.m. With a result of 6.2 inr. The patient then went to hospital because she was unsure about high inr results. At 11:50 a.m. The hospital laboratory result was 3.5 inr and at 2:32 p.m. The laboratory result was 5.5 inr. The patients therapeutic range is 2.5 - 3.5 inr and tests once a week. The patient feels well.